Event description:
Info received indicates the technician was unable to hear and audible tone when the bed exit alarmed.

Manufacturer narrative:
The technician found the bed exit system was arming but the speaker on the ppm circuit board was not working. He replaced ppm circuit board to repair the bed.